Manufacturer narrative:
Ocd performed retained testing to confirm the reactivity of the e antigen. Satisfactory results were obtained. (B)(4).

Event description:
Customer reported that a patient with anti-e failed to react with vss345, exp 12/14/2010. According to the customer, on (B)(4) 2010, the sample was initially tested at their sister facility using vss349 and cell 2 reacted 1+. Since the sister facility does not perform antibody identification, the sample was sent to (B)(6) hospital. Antibody screen was repeated using lot # vss345 and no reaction was noted.